Event description:
It was reported that during the procedure in the right coronary artery, contrast was injected into the 1.5x15 rx mini trek balloon. Extravastation was noted; the balloon ruptured at 6 atmospheres. It was not possible to recanalize the lesion due to chronic obstructions. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon, consistent with a leak or rupture while in the anatomy. The balloon was loosely folded, indicating that it had been inflated. There was a longitudinal rupture in the balloon 1mm proximal to the distal shoulder extending proximally for a length of 9mm. Scanning electron microscopy (sem) analysis was also performed and the results suggested longitudinal partial tears were observed along the inner surface adjacent to and along the fracture. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the tearing of the balloon. All products are 100% visually inspected for damages and proper balloon fold during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for lumen integrity. A query of the complaint handling database for the reported lot revealed no other incidents for balloon rupture reported for this lot. The physician reportedly prepped the device successfully outside the anatomy, indicating no tears were noted prior to the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion calcification or insufficient preparation prior to use. Based on available information for this lot, there is no evidence to suggest that the balloon tear is related to the manufacturing process. This type of reported event will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.